Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was over 200 mg/dl at the time of the incident. Found 2 small smaller than a 1 inch air bubbles. During troubleshooting, the customer reported that the insulin exited at the qr. Customer wishes to continue pump troubleshooting. High performance test was performed and which is passed. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.